Event description:
It was reported that the healthcare provider (hcp) had difficulty accessing center port; "they felt metal only." Hcp took an image of pump and it was verified/confirmed that the pump was flipped. Drugs delivered via the device were fentanyl, and clonidine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the date of diagnosis of infection was (B)(6) 2012. As previously reported, the primary location of infection was device pocket. Culture was obtained but the type of organism cultured was unknown. Perioperative antibiotic were administered. The patient did not have meningitis. The patient outcome was noted as unknown.

Event description:
Additional information received reported that the pump system was explanted due to a pump pocket infection. As previously reported, the patient's was found to be flipped. The healthcare provider (hcp) verified the flipped pump via fluoroscopy. The patient had an infected pump pocket; therefore an explant of the pump was performed. The explant date was not provided. The event resulted in hospitalization. The patient was back on oral medications and outcome was reported as "no injury". The pump was not going to be re-implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. Pouch: model: 8590-1, lot# n319536, implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).